Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ¿ pen needle was found with package integrity as ¿one needle was found with badly positioned sealing resulting in non-sterility.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: physical sample received. Visual inspection confirmed that the teardrop label was sealed off center from the cover. Evidence of an off center label being sealed to teardrop label of a pen needle in the adjacent pocket of the rack has also been confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Pen needles identified as originating from bd dun laoghaire lot # 7038844 assembled on the 07th -10th march 2017 on pen needle assembly line 01. The following hypotheses were identified as potentially causing the defect. Each hypothesis was assessed for likelihood of occurrence. Hypothesis 1: there were a number of web breaks during the manufacture of lot # 7038844. Pen needle made with tear drop label off center and teardrop label was identified as a reject by vision system. Part was not rejected and moved into the good product stream as tear drop label was adhered to the pen needle in an adjoining pocket. Reject verification alarm sounded but manual intervention failed to scrap affected tote. Hypothesis 2: part jammed in rack post vision system at exit of the rack from the vision inspect station as it was not sitting in pocket correctly. The tear drop label was not tagged as a defect. Pen needle was subsequently removed as good part into good product chute. CAPA (B)(4) has been raised to address this complaint.